Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus keypad button was intermittently unresponsive and required hard button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned with an alcohol pad. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on examination, the audio bolus button was noted to be torn. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On testing, the audio bolus button was noted to be intermittently unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.